Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the shock impedance was high but within limits. The therapy was programmed off to wait for the noise to resolve. The patient will come in to the clinic later to have therapy programmed back on. There were no additional adverse patient effects.